Event description:
It was reported that seven months after implant, the patient developed a systemic infection. The source is believed to be pocket infection. Cultures were taken and the patient was placed on antibiotics. The implantable cardiac defibrillator (ICD) and leads were removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead(B)(6) 2013; d314trg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).